Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that bg values were entered outside the 40-400 range. The (B)(4) vibe user's guide states: do not use a bg value for cgm calibration unless it is from a fingerstick test taken with a bg meter within the last 5 minutes, and is within 40 - 400 mg/dl. Failure to follow these instructions can result in inaccurate sensor glucose readings. At the time of contact, no injury or medical intervention was reported.